Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine. After two minutes of treatment, the alarms t0853: ¿bld normalization failure¿ and t0830: ¿blood leak detected¿ were generated. There was no blood leak or bubbles in the set. The effluent was not sent/tested for blood, and the treatment was terminated with the extracorporeal (ec) blood not being returned to the patient. One unit of prbcs was provided to the patient following the event. No additional information is available.

Manufacturer narrative:
Correction: b1, h1. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on-site by a vantive qualified technician. Visual inspection showed that the machine safety cable was defective, which caused the false positive detection of blood alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective part which was replaced to address this issue. The machine was returned to service without any additional events reported. Should additional relevant information become available, a supplemental report will be submitted.